Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that patient suffered bodily injuries. Injuries and or symptoms include pain, infection, urinary problems, organ perforation, fistula, bleeding and pain during intercourse.